Event description:
An audix report was received on 06/2002 regarding a memorylens which had been implanted in 2000 in a patient's left eye, which lens had opacified. The lens was explanted in 2002 and replaced. The patient had a pre-existing medical history of diabetes. The lens was replaced without complication, and the patient's visual acuity at last follow-up in 2002 was 20/20 os.